Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported before surgery that the mesh separator is bent including ratcheting handle and 1.5:1, 3:1 cutters. Another device was used to finish the procedure and there was a delay of 15 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher sn (B)(6) by dover on 4 june 2020 revealed that the comb was bent. The pre-repair calibration and test cut could not be performed due to the bent comb. Product repair repair of the device was performed by dover on 4 june 2020 which included replacement of the following: comb, calibration shoulder bolts, and cap nuts the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
Dr. (B)(6) was about to mesh the skin and noticed that there was a bend in the mesher. They had to call for another mesher. The event occurred during surgery and there was another device used to finish the procedure. There was a delay of 15 minutes. No adverse event was reported as a result of this malfunction.